Event description:
It was reported that the patient experienced a change in therapeutic effect of underdose/withdrawal. The patient was hospitalized for treatment as a result of the event. The pump was interrogated and no alarms were noted. It was indicated that a catheter dye study was done on monday and the catheter appeared "good" and no further trouble-shooting was performed. It was indicated that during the last couple of refills, there had been slightly larger volume discrepancies that were suggestive of an under-infusion. The specific values were not available and the cause of the volume discrepancies was unknown. It was indicated that the patient was now receiving effective therapy. The drugs delivered via pump were hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # j10901r33, implanted: (B)(6) 2001, product type catheter.